Event description:
Rptr had serious problems with a very expensive hearing aid. Rptr returned it in about one week after they bought it, because it did not work as stated. Also seller claims pt's contract with them stipulates that they won't return the money paid for 45 days. This is adding insult to injury. Rptr checked with the MFR of the hearing aid. They suggest rptr deal directly with seller. Rptr also had paid a consulting fee for services. Rptr had assumed rptr acts as an impartial consultant, with no vested financial interest, to help find rptr the best solution for their hearing problem. It appears rptr has misplaced their above belief. There were severe problems with the hearing aid, for example, telephone usage, severe whistling, fade-outs at close quarters, etc. Rptr was told by seller that the above new hearing aid eliminated the above problems and they showed claims by the MFR of the hearing aid. The claims proved to be false. Whistling and other grave problems of hearing aid devices further aggravate hearing problems. Are there any FDA regulations for hearing aids? In my opinion hearing aids can be classified as class 3 devices and does require FDA regulations because of the potential harm hearing aids can cause and also because today the hearing aid mfrs and the audiologists that sell and service heairng aids make tall claims, which often are proven to be false. Rptr asks what relief they have. Rptr feels hearing impaired people are indeed captive customers for some unscrupulous vendors of hearing aids, easily duped by false claims.